Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in moderate tortuous and severely calcified superior femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured at 8 atm in 8 seconds. The device was simply pulled out from the patient. The device was completed with another of the same device. No complications reported and patient is stable. .